Event description:
It was reported the ptd was being used to perform a declot on a female patient's left basilic fistula. The interventional nephrologist was using the device in an outflow vein and the device became stuck. He detached the catheter from the rotator drive unit and attempted to rotate the basket counter clockwise, but was unsuccessful. The fistula, to his knowledge, was only three months old. The patient was taken to the emergency department at another hospital and a vascular surgeon was brought in to remove the ptd. He also detached the catheter from the rotator drive unit and manually rotated the basket counter clockwise. Initially it did not work, however, the vascular surgeon was able to manually untangle the device and remove it. The vein was clotted and he ballooned it. He feels it may have been stuck on a valve. The patient is currently fine with a working fistula. The vascular surgeon mentioned this was not a good fistula to begin with. They do not know if this caused a delay in treatment and there was no patient death or complications reported. It was noted the procedure took longer than normal.

Manufacturer narrative:
Complaint no. (B)(4).